Event description:
It was reported that the patient went to the hospital upon hearing device alarming. There was increased impedance and decreased sensing on the right ventricular (rv) lead. It was noted there was possible fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).